Event description:
Spring in double offset rasp handle malfunctioned. Surgeon had to use hand to hold lever arm down to lock rasp. No other consequence.

Event description:
Spring in double offset rasp handle malfunctioned. Surgeon had to use hand to hold lever arm down to lock rasp. No other consequence.

Manufacturer narrative:
The lot number was updated based on returned device. An event regarding not locking involving a right - nav compatible dual-offset accolade rasp handle was reported. The event was not confirmed. Functional test indicated that the returned device is functional as accolade I and accolade I broaches remained firmly latched in during both rasp impaction and extraction. A mallet was used to hit the handle on different location and was not able to release the locked lever or the broaches used for the test. Device history review indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates previous events regarding loosening and failure of a rasp handle locking mechanism. The event was not confirmed as the functional analysis revealed the latch handle assembly remained firmly latched in. The investigation concluded that the returned broach handle was functional; no manufacturing defects were identified on the returned device.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.